Event description:
Boston scientific received info that one of the pt's leads had increased resistance and that it could be due to their scar tissue. The pt also mentioned that it was working its way out. The pt stated that an x-ray was performed to verify this. The pt was scheduled for a procedure to address the issue. The pt was unsure which lead was involved. No other adverse pt effects were reported. At this time, the system remains in service. Should add'l info become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.